Event description:
It was reported that (1) device was used during a laparoscopic mastectomy. It was reported by the affiliate that the hp053 instrument emitted an error alarm. Another instrument was used to complete the case. There was no consequence to the pt.